Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. D4: batch # u5am9e. Investigation summary: the analysis results showed that one ecr60b reload was returned unfired with 6 double drivers and 1 single driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # u5am9e. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy, when the packaging was opened, it was noted that the pan was damaged. The device was not used on the patient. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.